Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at the site event on (B)(6) 2024. Blood glucose level reported during event was high and patient address high blood glucose via taking two manual injections. Patient change supplies as necessary and resume insulin therapy. No further information available.